Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. During troubleshooting with tandem technical support, customer applied more force and was able to unlock pump using wake button. Additionally, multiple occlusion alarms occurred. Customer's blood glucose (bg) was approximately 600mg/dl with large ketones. Reportedly, the customer changed the pump supplies and delivered correction boluses to address bg level. The customer continued to use the pump for insulin therapy and also had manual injection supplies available.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. The cartridge was not returned. Additionally, the alleged wake button issue could not be verified.